Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: (B)(6) 2023. Section h-3: device evaluated by manufacturer: yes device evaluation: product evaluation was performed under magnification. The complaint lens presented cut in half. The lens was cleaned and presented with no issues that would have contributed to the complaint event. The complaint issues were not confirmed. The other observed issue during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as per complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The non-preloaded monofocal toric intraocular lens (iol) was explanted because the patient had residual astigmatism after surgery. Replaced with the diu225 18.0 higher diopter. The suspect iol is available for return. No further information is available.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, but the best estimate date is between 03/22/2022 and 09/13/2023. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.